Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used during a procedure on an unknown date. According to the complainant, during the procedure, an attempt to crush a stone was performed; however, the basket would not open and the sheath was found to be shifted. The procedure was completed using a different device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.